Event description:
As reported, approximately 1.5 years post op the initial left ankle replacement with a custom-made talus replacement, this (B)(6) patient was revised because the total talus component has drifted into valgus. Since the vantage tibial bearing was part of the affected recall, the surgeon will be replacing the tibial bearing. There was no surgical delay/prolongation. Device will be returning, surgeon requested engineering to evaluate the device. Patient was last known to be in stable condition following the event. Of note: the initial left ankle replacement for this patient is due to previous trauma.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
As previously mentioned, the reason for the revision surgery was to correct the positioning of the non-exactech custom talar component. The information provided does not allege any issues with the tibial insert. The tibial insert was not returned for evaluation and images of the device were not provided to conduct a visual review. Exactech is not aware of any other complaint reports involving parts from this tibial insert¿s manufacturing lot of (B)(4). Additionally, this specific tibial insert was packaged for approximately 9 months before being implanted. In august of 2021, exactech discovered that a bag used in the packaging of our polyethylene inserts has been produced outside of quality specifications. The use of these non-conforming bags may enable increased oxygen diffusion to the uhmwpe (ultra-high molecular weight polyethylene) insert, resulting in increased oxidation of the material relative to inserts packaged with the specified additional oxygen barrier layer bags that conform to exactech¿s specifications. For inserts with greater than five years of shelf life, increased oxidation of the inserts can lead to premature polyethylene wear resulting in a revision surgery. However, while it was packaged in a non-conforming vacuum bag, the tibial insert involved in this case was on the shelf for less than 5 years before the date of implantation. Therefore, the event as reported does not appear to be related to the design, manufacturing, or reasonably foreseeable misuse of exactech¿s device. The following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.